Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the user is able to, with effort, push the chair through the brakes when the power is off.